Event description:
The following compliant was reported by the end user: in (B)(6) when she received her new supply of wafers that when using this particular box within 48 hours after applying the wafer she developed a red weeping itchy rash under tape border. She stated that this only lasted for the time she was using wafers from this particular box.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user uses water only to clean skin no other products area spontaneously healed by using wafers from another box. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 20, 2016. (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3f02791, was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur.previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).